Event description:
It was reported thrombus on the closure device occurred. On (B)(6) 2018, a left atrial appendage (laa) closure procedure was performed. A 30mm watchman laa closure device was successfully implanted. About a month later, the patient developed sepsis. They had their closure device and pacemaker removed on (B)(6) 2018. Cultures from the device showed no growth and pathology showed a clot with acute inflammation on the closure device but negative for organisms. The patient is currently on IV antibiotics and is expected to continue until four weeks out of surgery. The patient is currently doing well. It was further reported the patient had their appendage ligated post watchman removal. The patient is doing well.

Event description:
It was reported thrombus on the closure device occurred. On (B)(6) 2018, a left atrial appendage (laa) closure procedure was performed. A 30 mm watchman laa closure device was successfully implanted. About a month later, the patient developed sepsis. They had their closure device and pacemaker removed on (B)(6) 2018. Cultures from the device showed no growth and pathology showed a clot with acute inflammation on the closure device but negative for organisms. The patient is currently on IV antibiotics and is expected to continue until four weeks out of surgery. The patient is currently doing well.

Event description:
It was reported thrombus on the closure device occurred. On (B)(6) 2018, a left atrial appendage (laa) closure procedure was performed. A 30mm watchman laa closure device was successfully implanted. About a month later, the patient developed sepsis. They had their closure device and pacemaker removed on (B)(6) 2018. Cultures from the device showed no growth and pathology showed a clot with acute inflammation on the closure device but negative for organisms. The patient is currently on IV antibiotics and is expected to continue until four weeks out of surgery. The patient is currently doing well. It was further reported the patient had their appendage ligated post watchman removal. The patient is doing well. Device evaluated by MFR: returned product consisted of the watchman implant device. The implant was returned in four pieces, in a container filled with fluid. Each of the pieces had tissue surrounding it. The implant was microscopically and visually inspected. Inspection revealed complete deformation of the; implant frame, fabric and anchors, as the device was torn apart by the customer. The size of the implant and the condition of the device could not be determined.